Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm or loss of memory anomaly noted. The insulin pump was monitored for several days and no audio beep anomaly, constant tone anomaly or blank display anomaly noted. The insulin pump had cracked case at the display window corners, minor scratched and cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and constant tone. The customer stated that they received multiple unexpected restart alarms. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the unexpected restart alarm kept recurring and the insulin pump kept resetting. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display returned after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.